Event description:
A male with hx of dislocated toe and hammertoe. Dr performed implant in 2004. In 2007, implant was removed because it had broken. Pt currently doing fine - not in pain. At time of surgery surgeon loosened tendons as required. No history of pt. Trauma to toe. Pt hammertoe reoccurred before explant - possibly due to pt's natural anatomy or the fact that more of a tendon lengthening/capsulotomy was needed at initial implantation.

Manufacturer narrative:
During telephone call with dr. He stated that "post op the toe dislocated and took the stem with it, breaking implant."